Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a severe scratched lcd window, a missing end cap sticker, and cracked battery tube threads.

Event description:
The customer's mother called to report that the display was discolored and scratched, and was difficult to read. The customer's blood glucose reading was unknown. The caller stated that they have worn the device during various activities. The customer was advised to discontinue use of the insulin pump, and to revert to a back-up plan. The customer was advised that the device would be replaced, and to return the device for analysis.